Manufacturer narrative:
(B)(4). A visual inspection of the returned item #: 42527900701, lot #: 63950205 exhibits signs of repeated use and has one of components 42527991001 and 42527991002 disassembled / missing. The missing components were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00891, 0001822565-2021-00893, 0001822565-2021-00894.

Event description:
It was reported on a worn instrument return that the tasp was returned missing bearings. This was discovered during an inventory check. No patient involvement.